Event description:
It was reported that the patient presented in the operation room for right ventricular (rv) lead intervention procedure. It was noted that the rv lead was over-sensing noise leading to pacing inhibition. The rv lead was explanted and replaced with alternate rv lead. There were no patient consequences.

Manufacturer narrative:
The reported event of over-sensing noise was confirmed. As received, a complete lead was returned in one piece measuring 58.2 cm. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation of the lead and exposing the outer coil at 9.8 cm to 9.9 cm from the connector pin proximal to the suture tie impressions at 11.5 cm and 12.0 cm from the connector pin of the lead. The cause of the reported event was due to the external insulation abrasion breaching the outer insulation of the lead which consistent with friction to the device can.